Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Consumer alleges the joystick came off while driving on the sidewalk and caused chair to go off of the sidewalk allegedly causing the consumer to fall out.

Manufacturer narrative:
User error. Provider evaluated the device and found no issues with the device. The device is working properly.

Event description:
Consumer alleges the joystick came off while driving on the sidewalk and caused chair to go off of the sidewalk allegedly causing the consumer to fall out.